Event description:
Caller stated that the cordless toothbrush charger dispersed sparks which caused the charging apparatus which is plugged into the wall to melt. He stated that there was an electrical fire odor. He contacted the MFR and they advised him that a prepaid package would be sent out that he can return the item for examination. Caller feels that the charger is fire hazard and should be reported. Retailer: unk. I still have the product in my possession: yes. The product was not damaged before the incident. (B)(4).